Event description:
It was reported that a user experienced intermittent lag and occasional unresponsiveness of the pump¿s wake button, which resolved after a device reset performed during the call. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device functioned as intended after restart, indicating transient software or user-interface responsiveness behavior without persistent malfunction of the wake button. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with intermittent, non-reproducible user-interface performance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.